Manufacturer narrative:
A complaint was received on (B)(6) 2023 reporting hole in outer wrapper. The actual sample has not been returned to deroyal for evaluation at this time. A potential root cause has been identified but is not limited to the following: mishandling of the tray from caser or unknown source at some point prior to use. Corrective action: this incident was reviewed with the production supervisors, due to employee is no longer employed by deroyal. Preventive action: weekly inspections are being performed by maintenance to inspect all manufacturing surfaces for potential hazards to outer packaging. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Hole in outer wrapper.